Event description:
It was reported "patient had worsening pain over the past 6 months. When she went to the doctor's office, x-rays showed a dislocated hip with a failed liner." Patient was revised.

Manufacturer narrative:
Additional information has been requested and if received will be supplied on a supplemental report.